Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device's event history log was downloaded and showed records of "high alarm displayed: downstream occlusion" messages. Visual, functional and occlusion tests were performed, which found a detached downstream occlusion (dso) seal as well as a defective dso sensor. The customer's problem was replicated, and the cause of the problem was the defective dso sensor/damaged dso seal. The dso sensor and seal were replaced to fix the issue.

Event description:
It was reported the device stated occlusion. There was unknown patient involvement.